Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the implant did not work, did not help the patient at all. The patient reported that the ins never helped the patient with his symptoms and confirmed that this has been the case since the day of the implant. The patient reported that he has already tried turning the stimulation up but noted that he has to keep increasing the stimulation, to a point where he gets uncomfortable. The patient stated that this started at least 3 months after implant. The patient noted that he has tried using hd settings. The patient stated he has worked with his healthcare provider (hcp) and they told him that they have done everything they can do to try and get the ins working. The patient got a second opinion and was told that there was nothing else they could do. The patient inquired about leaving the ins implanted. Reviewed information with the patient and considerations with leaving the ins implanted. Reviewed that it is a medical decision to leave or take the ins out and to discuss any concerns with the hcp. No further complications were reported/anticipated.